Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, corrosion was found on the power connector and the unit can't be power on in order to be able to collect the error code or log/machine hours/error code numbers/software version. In addition, corrosion was found on metallic surfaces and dust or dirt contamination was found inside the device. There is no allegation of serious or permanent harm or injury. The manufacturer is submitting a final report at this time. If patient information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.